Event description:
The foley catheter bag was found leaking. It has a hole under the hard plastic urine meter where it meets the plastic bag. This is an ongoing issue that bard is well aware of. The rep was here yesterday and "we are the only facility in the country " having this issue. The plan is to replace the device with the newest bard model ic tray in september.